Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 2mm distal of the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation at below nominal pressure, the balloon ruptured. The procedure was completed with a 5mm non-bsc balloon catheter. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilation. However, during inflation at below nominal pressure, the balloon ruptured. The procedure was completed with a 5mm non-bsc balloon catheter. There were no patient complications nor injuries reported.